Event description:
Information received indicates the head end casters are not holding when the brake is engaged at the foot end of the stretcher.

Manufacturer narrative:
The technician found the brake/steer linkage was broken at the head and used a brake/steer upgrade to repair the stretcher.